Event description:
Philips received a complaint by the customer on the v60 indicating while the device was in use, it was discovered that the touchscreen was malfunctioning. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The hospital third-party maintenance engineer conducted an on-site inspection and identified that the equipment parameters had been incorrectly set, leading to the issue. After recalibrating the parameters, the touchscreen functioned normally again. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did not meet product specifications. It was determined that this was due to user error which cause of the reported issue. Parameters had been incorrectly set.